Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced high volume of short ventricular-ventricular contractions. The right ventricular (rv) lead remains in use and will be reprogrammed. No patient complications have been reported as a result of this event.